Event description:
It was reported that during procedure, t2 did not trigger. No backup device available and it is unknown how the issue was resolved. There was no delay and no patient injury reported.

Manufacturer narrative:
Foreign post code: germany: (B)(6). H6: one fast fix 360 curved needle delivery system device was used for treatment but was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use (IFU) documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) difficulty with reaching the desired tissue location. 3) inadequate tissue conditions. 4) incomplete needle penetration through meniscus. 5) unintended double triggering. 6) anchor proximity; tension causing t1 to pull t2. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ final product met specifications upon release to distribution.

Event description:
It was reported that, during procedure, t2 did not trigger. No back-up device was available so it is unknown how the issue was resolved. There was no delay and no patient injury reported.

Manufacturer narrative:
One 72203721 fast-fix 360 curved needle delivery expanded indications system device used for treatment, was returned for evaluation. The complaint stated: ¿t2 did not trigger.¿ t2 and cut suture were returned. T2 was received deployed. T1 was absent from the cut suture. The delivery needle showed no damage. 3d imprint indicated proper location of t2 pre-deployment. The device cycled and actuated as expected. Temporary inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.